Event description:
Pt was given pronex cervical traction unit for c-5 - c-6 cervical disc problem related to on the job injury. After using device, rptr's jaw started clicking and popping. Within a couple weeks rptr yawned and was briefly unable to close jaw. Rptr managed to forcefully close jaw but then could not open it. Rptr had developed temporomandibular joint dysfunction as a result of the traction unit. This has been documented by medical dr, a tmj dr and the physical therapist. Rptr now has permanent damage - a lifelong injury from this unit - it is close to 1 1/2 yrs later and still pt has pain, symptoms, can't eat certain foods etc, "all because of this device." Rptr treated by a tmj dr for this and had to wear a splint in their mouth for months - many dr visits, etc.